Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set split. This occurred during patient infusion of 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.